Event description:
It was reported that: the doctor was inserting the PICC catheter and during the insertion he found that the guidewire was kinked. He withdrew the guidewire and the procedure was suspended. Additional information: the incident did not affect the patient condition. The patient went home.

Manufacturer narrative:
Qn# (B)(4). The report of a kinked guide wire was confirmed through the complaint investigation. Visual analysis revealed that the guide wire contained two major kinks towards the distal end. The guide wire met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on the customer report that the damage was observed during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only**

Event description:
It was reported that: the doctor was inserting the PICC catheter and during the insertion he found that the guidewire was kinked. He withdrew the guidewire and the procedure was suspended. Additional information: the incident did not affect the patient condition. The patient went home.

Event description:
It was reported that: the doctor was inserting the PICC catheter and during the insertion he found that the guidewire was kinked. He withdrew the guidewire and the procedure was suspended. Additional information: the incident did not affect the patient condition. The patient went home.

Manufacturer narrative:
Qn# (B)(4).